Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was found on the instruments placed on the market with lot# 18aq1bm. First and only complaint on this lot#. We will submit a final MDR as soon as the investigation will be completed.

Event description:
Intra-operative issue occurred on (B)(6) 2020: while the surgeon was removing the glenosphere, the glenosphere impactor/extractor (code (B)(4), lot# 18aq1bm) became stuck into the baseplate. All the pieces of the extractor were removed except the pushrod. The surgeon then decided to remove the baseplate as he was doing a hemi anyway. 25 minutes of prolonged surgery time due to this issue. Event happened in the USA.